Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that during the priming bolus the patient missed the a dose and was given "even more" medication. No further complications have been reported as a result of this event.

Manufacturer narrative:
This report is late due to the field. Concomitant medical products: product ID: 8870, serial# unknown, product type: software; product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown; product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, (B)(4): information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dosage via an implantable infusion pump. The indication for use was intractable spasticity and other spasticity. It was reported that about 3 years the patient overdosed. The caller stated that initially the pump helped but the patient got fed up with it not helping and had the healthcare provider (hcp) put saline into the pump. It was reported that when the hcp did put baclofen back into the pump " a push through" was performed and it was too much. The patient had to be carried into the hospital, was in a coma for 2 days and ultimately admitted to the hospital. It was reported that a device manufacturer representative came to the hospital to shut the pump down. The caller inquired about the "push through"/priming bolus recall. The caller inquired about a physician listing because the current hcp would no longer be filling pumps and the patient would be due for a refill in (B)(6) 2018. No further complications have been reported as a result of this event.